Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump alarmed system error 345 (thermistor disparity). The event occurred upon power up in the 6th floor department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing while running a set on the pump, a system error 345 alarm occurred. A review of the event history log revealed multiple presence of system error 345. The device has been serviced within the last 12 months. The current reported problem does appear as a repeat symptom within the past 12 months and the ultrasonic sensor was replaced. Review of the prior service record indicates that all service actions were completed. The reported condition was verified. The cause of the condition was determined to be a failed downstream thermistor. The downstream sensor requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.